Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited loss of capture and out of range, high pacing lead impedance. The lead was capped and replaced on (B)(6) 2016 during device change-out procedure. The patient was doing well and will continue to be monitored.